Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient line had not separated from the transfer set. The patient had not initiated therapy prior to connecting. A dummy tummy was not in use. The patient did not disconnect prior to the alarm. There were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The bag on the final line had disconnected from the set up. The technical service representative (tsr) had the care giver (cg) cycle the power to clear the alarm, and the tsr explained the alarms. The cg would discard the supplies and finish with manuals. The cg would contact the patient's registered nurse regarding the home patient being connected while an air detect alarm occurred. Proper procedures were reviewed. There were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.